Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital after receiving a notification due to non-sustained oversensing. Device interrogation revealed double counting r waves at vs in the rv channel. Possible lead damage was suspected. Programming changes were made. The patient will be monitored remotely.